Manufacturer narrative:
On (B)(6), 2015 the final report was sent to the initial reporter. The case was finally closed on 26 dec 2015.

Manufacturer narrative:
On (B)(6) 2015 the r&d project manager made the following analysis on the retrieved items: it was not possible to unscrew by hand the instrument from the cup, so the instrument was disassembled with a key böcking the cup with a tool. The contact surfaces between terminal and cup do not present signs of excessive wear. The issue is likely due to too much strength used during the screwing of the terminal in the cup. Batch review performed on (B)(6) 2015: lot 1411056: (B)(4) instruments manufactured and released on (B)(6) 2014. No anomalies found related to the problem. Fourth case on the same lot. Cup: versafitcup cc trio acetabular shell diam 54, code (B)(4), lot. 150063 (k103352): (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2015 a final report was prepared with the information here above.

Event description:
The terminal cup impactor got stuck into the cup. Another cup and another impactor have been used to complete the surgery.